Manufacturer narrative:
Additional information (6/28/2017): a siemens headquarter support center (hsc) engineer reviewed the available data and concluded the elevated result is sample specific, however a specific cause cannot be identified. The analyzer is performing according to specifications. No further action required.

Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse found the analyzer was failing the bottom of cuvette correction alignment procedure for the reagent 1 arm. The reagent 1 arm was replaced and aligned. The quick check test was performed. Quality controls were run. The cause of the discordant potassium results is unknown. The analyzer is performing according to specifications. No further action required.

Event description:
A discordant potassium result was obtained on one patient sample on a dimension vista 500 system. The initial result was reported to the physician(s) who questioned the result. The patient was redrawn and the sample was assigned a new sample identification number. The test result from the redraw sample was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant potassium result.